Event description:
The patient reported that sometime in the beginning of the year, she noticed there was yellow discharge at the site, it was red, hot, and tender with a hard lump under her skin. The pod was worn longer than 48 hours. She went to the emergency room where her site was cut and drained and they also prescribed her antibiotics bactrim and keflex for her site infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.